Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were stuck and they had to press it harder to got the response. Customer also stated that insulin pump received unexplained no delivery alarm and they changed the site to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.